Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the distal end of the duodenovideoscope had foreign material and residual liquid. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed however; the type of the material that remained in the device could not be identified. Based on the results of the investigation, the probable cause of the malfunction would likely be that the foreign material could not be removed since it could not be properly reprocessed for leakage due to breakage of the a-rubber and damage on the biopsy channel. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU states that detection method in instructions evis exera duodenovideoscope olympus tjf type 145 operation manual chapter 3 preparation and inspection. IFU states that prevention method in instructions evis exera duodenovideoscope olympus tjf type 145 reprocessing manual chapter 3 cleaning, disinfection and sterilization. Olympus will continue to monitor field performance for this device.